Event description:
Additional information was received indicating the iol was cracked.

Manufacturer narrative:
Product evaluation: the cartridge was not returned. A qualified associated lens, handpiece, and viscoelastic were indicated. The root cause cannot be determined. The product was not returned to evaluate. Additional information provided in b.5., h.3. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after it was injected into the patient's eye. The iol was removed and replaced during the initial procedure. The physician reported the lens felt more resistance as they thread the handpiece versus what they used to feel. It was reported the injectors, cartridges and loading forceps have recently been replaced. The technicians also have been loading iol's for 10-20 years.